Event description:
A syringe filled with blood was attached to a namic angio-sac collection system tubing. While injecting, the syringe cracked and sprayed blood upward.

Manufacturer narrative:
Evaluation summary: visual examination of the returned device confirmed that the leakage reported occurred as a direct result of a crack in the syringe barrel. The crack was longitudinal and approx one inch in length. No evidence of impact or other damage was observed. It is not possible to determine if the crack occurred during manufacturing, shipping or as a result of user technique. Analysis of complaint data over the past two years reveal that cracked syringe barrel complaints occur at consistent low level in relation to the total volume of syringes produced.